Event description:
It was reported that when connecting the 40cc balloon connector, the display on the intra-aortic balloon pump (iabp) screen is showing as 20cc. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp balloon volume incorrect is confirmed by a field service agent. A loose front-end board cable was noted during pump service, which is the suspected cause of the complaint. The cable was repaired, and the pump passed preventative maintenance checkout. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when connecting the 40cc balloon connector, the display on the intra-aortic balloon pump (iabp) screen is showing as 20cc. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.